Event description:
It was reported to philips that the system's x-ray tube needed to be replaced. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary diagnostic procedure was completed after the patient was moved to another room. The customer approached philips only to purchase a new x-ray tube and requested installation services, however; no assistance was requested for on-site diagnosis. A philips field service engineer (fse) visited the site and replaced the x-ray tube. The returned part was analyzed and showed that the filament was worn out due to normal wear and tear after 35 months of intensive usage. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from (B)(6) , effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.